Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was functionally/visually inspected in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the fowler was stuck in a raised position or the cot height could not be adjusted. There was 1 event with patient involvement; no adverse consequences were reported.